Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; the patient awoke to the pump in unidentifiable alarm that could only be stopped by removing the battery from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: review of the pump history did not reveal any alarms related to the complaint. On investigation, the pump powered on properly without emitting any alarms. The pump was exercised for 24 hours without emitting any alarms. The alleged issue was not duplicated during investigation.